Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
During the implant procedure, low r-wave sensing was observed on the right ventricular lead. When repositioning the lead, the helix was unable to extend from the lead. The lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead with a green clip-on tool was returned in one piece for analysis. Visual inspection found the helix was extended and clogged with blood/tissue. X-ray inspection found over-torque of the inner coil consistent with procedural damage. After cleaning, the helix could be retracted and extended by applying torque to the connector pin. The reported events of r-wave amp variation and helix could not extend were not confirmed.